Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is closure separation of one tube. No patient impact reported. The following information was provided by the initial reporter: "defect: during the inspection by the laboratory, the rubber cannot fall off, resulting in damage to the probe. Quantity: 1 piece. Effects: no effect on patients and users."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D.4. Medical device lot #: 3067281. D.4. Medical device expiration date: 29-feb-2023. H.4. Device manufacture date: 08-mar-2023.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is closure separation of one tube. No patient impact reported. The following information was provided by the initial reporter: "defect: during the inspection by the laboratory, the rubber cannot fall off, resulting in damage to the probe. Quantity: 1 piece. Effects: no effect on patients and users."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd received four(4) photos from the customer in support of this complaint. After review and analysis of the customer photos, the hemogard shield is not intact as the stopper remains within the tube and was pushed further into the tube by the machine. A molding defect is also observed in the photos provided. Additionally, thirty(30) retain samples were visual inspected for any subjected damages or molding defects. 0 of 30 retain samples failed. Forty three (43)retained samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided, however, r&d retained samples (43) test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is closure separation of one tube. No patient impact reported. The following information was provided by the initial reporter: "defect: during the inspection by the laboratory, the rubber cannot fall off, resulting in damage to the probe. Quantity: 1 piece. Effects: no effect on patients and users."